Manufacturer narrative:
(B)(4). The hc device is in use. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was not returned to baxter for evaluation and could not confirm the therapy parameters. Based on available information, the cause for the reported issue was determined to be use error. A labeling review of the hc apd systems patient at-home guide issued was found to be sufficient. A service history review revealed that no issues that may have contributed to the reported issue of user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted global technical services regarding the homechoice (hc) unit displaying fill 1 of 90 instead of fill 1 of 5 during fill 1. The caregiver (cg) stated she was attempting to bypass the initial drain. The technical service representative (tsr) asked cg if she pressed buttons and cg stated yes. The tsr asked cg what was displaying on the hc. The cg paused and the tsr could hear buttons on hc being pressed then cg stated hc displaying fill 1/90. The tsr advised cg therapy had been changed and would need to contact the peritoneal dialysis (pd) nurse for assistance in reprogramming hc. The cg requested assistance to drain the hp. The tsr assisted cg to perform a manual drain. The tsr advised the cg that once manual drain was completed hc would display stopped fill and would need to end therapy and disconnect hp until she contacts the pd nurse. There was patient involvement, and the hc machine was operational. No injury or medical intervention was reported. During a follow-up with the nurse regarding the reported problem, it was revealed that the hp brought in his hc machine the week before to be programmed and had been performing therapy fine since.